Manufacturer narrative:
In reference to the statement, "it was also stated that the patient's dosage changed from 4 mg to 3 mg, but it is not clear when this occurred", it has been clarified that the patient did not change to 3 mg. None of the treatments/medications given to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated she received an erroneous result when tested with her coaguchek xs meter serial number (B)(4). On (B)(6) 2017, the customer stated she tested on her meter and the result was 6.1 inr. She was taking 4 mg of coumadin at the time and the doctor took her off the medication for a few days based on this result. The customer was sent to the hospital on (B)(6) 2017 for an undisclosed reason. At the cardiologist, the patient was tested using the cardiologist's coaguchek xs meter and the result was 1.1 inr. A few minutes later, the patient was tested on the patient's meter, resulting as 6.5 inr. A separate finger was used for each measurement. The patient was put back on 5 mg coumadin on (B)(6) 2017. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested once per week. The patient's last dose of medication was taken 10 hours prior to the event. It is not clear what medications were taken at this time. It was also stated that the patient's dosage changed from 4 mg to 3 mg, but it is not clear when this occurred. Clarification has been requested. The patient was not adversely affected. Replacement product was sent to the patient. Relevant retention test strips (lot 176191-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer returned the meter and test strips. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 4.3 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 30%. Donor 2 hct: 47%. Testing results: donor #1: master lot: 4.2 inr. Master lot strip and customer meter: 4.2 inr. Donor #2: master lot: 2.4 inr. Master lot strip and customer meter: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The memory from the returned meter was evaluated. The meter memory did not show a history of the results of 6.1 inr on (B)(6) 2017 or a result 6.5 inr on (B)(6) 2017 being generated on this device.